Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of part battery and safety disk. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, cardiosave intra-aortic balloon pump (iabp) battery is nearing its replacement period, and the safety disk is due for replacement. No harm or injury was reported.